Event description:
It was reported that during evaluation of the returned photo of the robotic assisted saw handpiece device, it was determined that was leaking fluid. It was noted in the service order that clear fluid found on the device after opening the sterile set. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: evaluation of the returned photos confirmed the reported issue. Despite of the handpiece not being returned for evaluation, it was concluded that the reported issue is related to a lack of sufficient direction in the assembly procedure when using grease. It was determined that the cause for the found defect is a lack of sufficient direction in the assembly procedure. The manufacturing process has been to control the amount of lubricant applied when assembling the handpiece. The service process has been updated to more efficiently identify this issue. The assignable root cause was due to design. Further investigation and assessment of this design issue is being addressed through a CAPA in the quality system. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance.